Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification were not provided for the patient mentioned in the journal article. The article was written by sagerfors,marcus; gupta, anil; brus, ole; rizzo, marco; and pettersson, kurt.

Event description:
It was reported that patient was revised due to deep infection. No further information is available and patient outcome is unknown.